Manufacturer narrative:
Note: please also see related mfg. Report no. 3004209178-2016-15440, as it is unclear which of the consumer¿s devices is at issue. (B)(4).

Event description:
Additional information received from the patient's daughter reported that in (B)(6) 2016, the patient was taken to a neurologist and they said the battery was depleted and the patient probably had two months left of the battery. The patient was having trouble walking, gate, freezing, swallowing, stiffness. It started with freezing and then gate and then bending and sitting down, and now the legs were so weak she could not walk. Everyday was getting worse. When the patient was good, she walked 45 minutes a day; now she could not do anything. The daughter reported they have to get an order from the clinic and they said she could wait 4-6 months, as the doctor was saying it was just the patient's parkinson's. The daughter took her to the ER and the neurologist said she needed a battery replacement right away; however, the hospital refuses to do the replacement for 4-6 months. Information received from the daughter via the manufacturer representative reported the patient was on a wait list to get a replacement battery as it was close to end of service. The patient was also on the wait list for a neurology appointment for programming of her ins, but that it was 5-6 months away. Although the representative was trying to get her in sooner somewhere.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a lot of freezing, gait problems and stiffness of their neck. In (B)(6) it was hard to get an appointment with a neurologist to have the stimulator adjusted because there was a 3-6 month wait. The patient¿s ¿gait was back¿ and their neck was so stiff that they couldn¿t bring it up; it was ¿stooped over¿. There was a difference in the patient. They usually would walk, cook, clean, and do puzzles but then the patient started having trouble walking. They couldn¿t go the distance that they used to be able to go. All of a sudden it had started to get worse. The patient had freezing to where they couldn¿t get up, they couldn¿t sit on a chair or sit on the toilet to go to the bathroom. The patient had a bit of tremor. It was been getting worse every single day. The patient needed an adjustment to their program as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported not receiving any call from the doctor and was differing to the judgment of the clinic and experienced doctors therein who have already seen the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.